Event description:
Patient¿s spouse reported that the patient was injected as part of a hiko nose thread lift with an unspecified juvéderm®. Three days later, the patient injected again for the hiko nose thread lift with an unspecified juvéderm®. The patient developed a ¿severe eyelid infection.¿ event status is unknown. This is the same event and the same patient reported under allergan complaint (B)(6) (B)(4). This emdr is submitted for the first injection.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of infection is a known potential adverse event addressed in the product labeling.